Manufacturer narrative:
(B)(4). Device a was received was returned in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. Device b was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b batch h9082n mfg date 2-3-11 exp date 1-3-16 (B)(4).

Event description:
It was reported that during an unknown procedure, in the first device, an error 5 was displayed. When the device was removed from the patient's body to check its function, the blade was broken off. As the blade was broken off outside the patient, no pieces were left inside the patient's body. In the second device, it was found that the tissue pad was damaged before use on the patient. The second device was not used for the patient. Another third device was used to complete the case. There were no adverse consequences for the patient

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.